Event description:
Rn in intensive care unit. Approx 5 yrs ago started developing redness and drying of skin with repeated washing of hands with soap. Then developed red, swollen hands with sloughing of skin after wearing latex gloves. Uses hypo allergenic gloves with no problem.